Manufacturer narrative:
The insulin pump was received with no down button response due to flattened button dome switch. Rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement test weren't performed due to no down button response. No moisture damage was noted inside the device. It did have a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the device was exposed to water. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.